Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. The complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that during use of the ser plas 1ml 13x3,8 u-100 150 the shield was missing, needles were bent or broken, and some needles were detached from the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: some needles missing the shield, bent, shield broken or needle detached from the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the ser plas 1ml 13x3,8 u-100 150 the shield was missing, needles were bent or broken, and some needles were detached from the syringe. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: some needles missing the shield, bent, shield broken or needle detached from the syringe.